Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3.1 was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3.1 was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer realigned ball bearings and installed new slide bumpers on half height drawer. Recovered failed drawer and confirmed smooth operation. Replaced slide bumpers on adjacent drawer as part of preventative maintenance. The system functioned as intended after the field service engineer repaired the device.